Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the leads migrated and high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.